Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight, but this was not provided. Date of event has been estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019 due to battery depletion. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.